Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif surgery for an occult femoral neck fracture using fns fixation with the plates in question. After the surgery on (B)(6) 2026, the patient suffered a subtrochanteric fracture directly below the fns plate. On (B)(6) 2026, the fns was removed and re-fixation was performed using a tfna long. The surgery was completed successfully with no surgical delay. The patient commented that the origin of the injury was probably due to a slight twist when getting up from the toilet. The surgeon commented that as the fracture was occult and there had been no particular fall, the cause of the subtrochanteric fracture is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h6 health effect clinical code if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.